Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was showing interrogation issues when using a programmer. Reportedly, the patient lives in (B)(6) and in a previous occasion, the interrogation was tried to be performed in (B)(6), but it was unsuccessful back then as well. Technical services (ts) reviewed the case and recommended to reboot with the usb in a different port, however, the issue remained. After using a different programmer and feature key the issue continued to be unresolved, a pacemaker issue was then suspected. Ts could not find a reason for this issue. Eventually, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.